Event description:
Customer stated that a sample with anti-e failed to react with 0.8% selectogen, vs269. Customer observed an incompatible crossmatch with one unit. Anti-e was identified with vra129. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Ortho clinical diagnostics (ocd) performed retained testing. Satisfactory results were observed.